Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead was dislodged resulting to loss of capture. The lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.